Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a white-hispanic female patient who underwent a primary breast augmentation with unknown mentor breast implants experienced bilateral capsular contracture postoperatively, baker grade unknown. The patient reported complications so hardness and scar tissue. As a result, the patient underwent explantation and replacement with textured mentor memorygel breast implants, 450cc on the left (left catalog # 3544501 and lot-serial # (B)(4)) and 400cc on the right (right catalog # 3544001 and lot-serial # (B)(4)) on (B)(6) 2009. This medwatch report has been defaulted to saline breast implant due to unknown type, and the common device name and procode are being used for submission purposes only. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for the second of two implants.